Manufacturer narrative:
The customer contacted the siemens customer care center. The cause of the discordant elevated pt result is unknown. Analysis of the information provided revealed no systematic failures of the instrument or reagent. The incident was an isolated event specific to one patient sample most likely attributable to pre-analytical sample handling. Reagent quality control values were within laboratory ranges at the time of testing. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated prothrombin time (pt) result was obtained on a patient sample on the ca-1500 instrument. The result was reported to the physician. The same sample was retested on the same instrument and a lower result was obtained and reported. A redraw sample was repeated on the same ca-1500 system and the lower result was confirmed. A corrected report was issued. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated pt result. There was no report of adverse health consequences as a result of the discordant elevated pt result.